Event description:
It was reported the patient was referred for a full vns revision and it was explained the patient's vns had been programmed off for at least 5 years. When the physician's office was asked for the reason for the full revision, they did not know but stated something had happened several years ago to the patient's lead. No specifics were provided. The programming history database was reviewed an no anomalies were noted; however, it was found that the patient had been programmed off. The patient underwent a full revision. The devices were discarded by the explanting facility and are not available for return to the manufacturer for analysis.